Event description:
It is reported that during the insertion of the articular surface, a thin splice of metal fractured from the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.